Manufacturer narrative:
Unknown.

Event description:
During continuous renal replacement therapy, using a molecular adsorbent recirculation system (mars) on a prismaflex machine, clotting of the extracorporeal circuit was observed. This occurred approximately 4 hours after the start of treatment. A bolus of 2500ui of heparin had been infused for the treatment. In order to continue therapy the clotted mars was replaced with a new mars. This resulted in 279ml of blood that could not be returned to the patient. Clotting occurred within two additional mars throughout the therapy, which resulted in a total blood loss volume of 750ml. The total amount of patient blood loss required a blood transfusion. At the time of this report, the patient is reported to have left the intensive care unit. No additional information is available. This is report 3 of 3 for the same patient.